Event description:
It was reported that; pt complains of pain and swelling in the joint site. Ultrasound revealed prosthesis was deteriorated and patient required a revision surgery. Pt reported that cobalt levels were leaking into her system and blood stream. Pt had revision surgery on (B)(6), 2012.

Manufacturer narrative:
The event was confirmed. A voluntary recall (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.